Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation perform concomitantly " and device monitoring procedure not performed "no confirmation test performed.". The patient's past medical history included recurrent abortion, premature delivery and endometriosis. Concurrent conditions included obesity. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen"). The patient was treated with surgery (on (B)(6) 2015, she underwent a pelvic surgery) and surgery (endometrial ablation & dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and abdominal pain lower had resolved and the uterine haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-mar-2018: plantiff fact sheet & medicalrecord received. Events abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, , uterine haemorrhage, vaginal haemorrhage and weight increased are added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, she underwent a pelvic surgery ). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.